Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log file review performed by technical services revealed no external power events on (B)(6) 2019. This was caused by power to the mobile power unit (mpu) being briefly interrupted. This was potentially due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption. The patient reportedly was utilizing the locking version of the mpu ac power cord.

Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the provided log files. Two log files were reviewed, containing data that collectively spanned 8 days (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). The pump¿s fixed speed and low speed limit were 5600 and 5200 rpm respectively. Atypical power cable disconnect alarms were observed throughout both log files while the patient was using batteries ¿ neither cable was flagged as being disconnected, which would indicate a true disconnection. Atypical power cable disconnect alarms were not observed while the patient was using a power module or the mpu. The alarms did not prevent the system from operating at appropriate voltages and pump speeds. Several low power hazard and no external power events were observed while the patient was using the mpu. A low power hazard leading into a no external power alarm occurred on (B)(6) 2019 at 9:43 while the patient was using the mpu. The mpu¿s rsoc values steadily decreased, indicating a loss of ac power to the mpu. The alarms cleared at 9:44. Low power hazard alarms with similar attributes (steadily decreasing rsoc values) occurred intermittently throughout the second log file, although not every low power hazard string led into a no external power event. Another no external power alarm occurred at 10:34 of the same day, led on by a string of low power hazards. The emergency backup battery appropriately operated the system during every no external power event, and support to the pump was not interrupted throughout the log files. The mpu (serial number (B)(4). Was not returned for analysis. Additional information provided on (B)(6) 2019 communicated that the mpu¿s power cord was not suspected to have been loose at either the wall or the mpu. The root cause of the reported event was unable to be conclusively determined through this analysis.